Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of a report on 22-oct-2024 stating "during set up, patient stated when she tried to load the syringe into the pump, the syringe felt loose and did not attach. When the patient turned the pump on, the grabber came down and flinged out the syringe. Patient tried to hold down the syringe but it keeps flinging out." No adverse events occurred as a result of the event. The pump has been returned to koru medical and is pending evaluation at this time. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.